Event description:
A malfunction alarm was reported by the customer, displaying malfunction code 12. There was no reported impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to monitor the situation and contact support if any further issues occur, which they acknowledged and understood.